Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 135-142mg/dl fasting. Verified test strips expire 03/31/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(4) 2015. Reviewed meter memory: (B)(6). Customer called concerned their meter is registering lo the customer stated this is not correct as at 2:30-3:00pm they went to a buffet and feel their sugar level should be high around 135-142mg/dl .